Event description:
Customer was hospitalized due to dka. Troubleshooting was performed and pump passed all required tests. Customer was changing infusion sets every 7 days, not ever 2-3 as recommended. Customer was not bolusing for every meal, instead, customer programmed the basal rates very high to coincide with meals. Customer was instructed on both issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.